Event description:
It was reported to gore that a patient was to be implanted with a gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device) to treat bilateral iliac artery occlusion. During the procedure, vsx device was advanced to target lesion via 6f x 90cm sheath. The deployment line was stuck and couldn't be pulled out. The vsx device was withdrawn from patient. Another vsx device was used complete the procedure successfully. Patient didn't experience any adverse consequences.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. A4: patient weight is not available. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: code c21 - the device will be returned and will be evaluated by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
D9: add date device returned to manufacturer. H6 update code c19, d15 - the manufacturing records were reviewed. The device lot met all pre-release specifications. The complaint reports vsx device deployment failure with a stuck deployment line. A video was provided showing attempted deployment of the vsx device on the back table after withdrawal. In the video, the vsx device does not deploy when the line is pulled, consistent with the complaint details as reported. The vsx device was also returned for evaluation and could not be deployed from the deployment knob. However, deployment of the returned vsx device was able to continue during evaluation when pulling the deployment line at the endoprosthesis, demonstrating that the deployment mechanism itself was not stuck. Procedural and benchtop deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device. Therefore, the failed deployment after withdrawal as documented in the video provided and the inability to deploy from the knob during evaluation may have been related to factors not representative of the condition of the vsx device at the time of the initially reported deployment failure. The vsx deployment failure could not be independently confirmed. And the root cause could not be established with the information available.